Manufacturer narrative:
(B)(4). (B)(6). Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date and is subsequently being considered for a revision due to oversizing. There is no additional information at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right knee arthroplasty on unknown date and is subsequently being considered for a revision due to pain from oversizing of tibia implant causing impingement of soft tissue. There is no additional information at this time.